Event description:
Boston scientific (bsc) crm received information that this right ventricular (rv) lead was explanted due to increasing threshold measurements, and loss of capture. The physician elected to replace this lead with a new non-bsc rv lead. No adverse patient effects were reported.